Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement used in emergency recovery small bowel perforation surgery. The foley catheter balloon infused with distilled water expanded the cuff without any problems. After balloon insertion and placement, there was no urine leakage during surgery. However, due to a tendency for dehydration, the patient was monitored during surgery. Approximately one hour after the start of surgery, there was still no urine leakage. Bladder irrigation was performed, but saline injection was not possible. When the catheter was replaced, approximately 200 ml of urine leaked. The tip was checked, but patency and passage could not be confirmed.

Event description:
It was reported that during placement used in emergency recovery small bowel perforation surgery. The foley catheter balloon infused with distilled water expanded the cuff without any problems. After balloon insertion and placement, there was no urine leakage during surgery. However, due to a tendency for dehydration, the patient was monitored during surgery. Approximately one hour after the start of surgery, there was still no urine leakage. Bladder irrigation was performed, but saline injection was not possible. When the catheter was replaced, approximately 200 ml of urine leaked. The tip was checked, but patency and passage could not be confirmed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 drainage bag with inlet tubing and sample port connector and a 3-way temp sensing catheter. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted no obvious observations. During testing, attempted to inflate the balloon with 10 ml of solution using the in-house luer lock syringe with no leaks noted. Deflated balloon passively in 1 minute and 27 seconds with no cuffing noted. Attempted to flush drainage lumen with d.I. Water and there was no flow at all. Dissected the inflation funnel and found that there was extra silicon inside of the drainage lumen preventing flow. Pin gauges (0.060" and 0.058") were inserted into the lumen and were stopped by silicon blockage. This is out of specification per inspection procedure ip7601841, revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip.the root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage.risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143.corrections: d, e, f, hudi format updated with available product information per gudid.h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.